Event description:
It was reported that the device had high impedances. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was doing good postoperatively. The explanted devices were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).